Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Implantation date was in summer 2019. Explantation date is planned for (B)(6) 2020 the user facility is foreign; therefore, a facility medwatch report will not be available. Report source (B)(6).

Event description:
It was reported that a patient will undergo a re-operation. The patient was experiencing enophthalmos and diplopia following an orbital floor fracture and was implanted with an orbital plate. Approximately six months after the operation, the patient's symptoms returned and a re-operation is planned. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as there is an indication of a revision surgery. Functional testing will not be conducted due to the product not being returned. There will be no DHR review as the lot numbers remain unknown. There are no indications of manufacturing defects. For this part (915-2822) and the previous one year (from the notification date) regarding a revision surgery, there is a complaint rate of 0.36% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.